Event description:
The service report shows that the volumes were out of specification and the audio/visual alarm was intermittent. The co's service technician inspected the device and replaced the flap valve and power relay. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.